Event description:
It was reported liner would not seat cup. The cup was dried; screws were checked to ensure they were down the entire way. Eventually a new 10-degree liner was offered and it immediately seated correctly. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Concomitant medical products:¿ 110010248- g7 osseoti 4 hole shell 60mm g- 65300689; 192414- echo por fmrl red nc 14x150mm- 379810; 650-0663- delta ceramic fem hd 36/+6mm- 3076984; 010000997- g7 screw 6.5mm x 20mm- 7070374; 010000998- g7 screw 6.5mm x 25mm- 7134899. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information on the reported event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified nicks and gouges to the inner and outer spherical surfaces, face, anti-rotation scallops, and locking feature from attempted implantation. No other damage was noted. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information on the reported event.